Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that almost every two weeks emergency medical service had to come to her home due to low blood glucose levels. Customer's blood glucose value was unknown. Customer stated she didn't want to troubleshoot for low blood glucose level. Insulin pump will not be returned for analysis.